Event description:
The consumer reported a sudden pounding in the patient¿s chest that woke her up in the night. It was irritating and lasted all night. This occurred on (B)(6) 2016. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.